Manufacturer narrative:
(B)(4).

Event description:
A company representative that the healthcare provider was looking to remove the left lead and re-implant it to the left site. Date of re-implant was noted as unknown at this time. No patient information or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from rep reported that that there was no device issue. The cause of issue was due to lead placement issue and efficacy issue. It was indicated that the lead was explanted on (B)(6) 2016 and the patient would be re-implanted as soon as possible.